Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be fixed well for an unknown reason. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).